Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. While the results of the patient¿s pd culture are currently unknown; the pd nurse reported the patient does not follow proper hand washing procedure during the pd exchange and the cause of the peritonitis is touch contamination. Touch contamination is a very common cause of peritonitis in pd patients.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 for peritonitis. During follow-up, the pd nurse stated the patient was experiencing symptoms of abdominal pain and as a result went to the hospital and was admitted. Details surrounding the patient¿s hospitalization are unknown as the nurse did not have access to the hospital records. Reportedly, the patient is continuing pd therapy in the hospital and receiving antibiotics; vancomycin and ceftazidime intra-peritoneal (ip). Per the nurse, the patient did not experience any fluid leaks (or other product issues) and the peritonitis event is not related to any fresenius device/ product. The nurse indicated the peritonitis was caused by touch contamination during the pd exchange as the patient reportedly does not follow proper hand washing procedure. The patient is reportedly recovering from the event; patient disposition is unknown.